Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unspecified malfunction alarm occurred. Customer¿s blood glucose level (bg) was "high". Reportedly, customer went to the emergency room. The customer received intravenous fluids of saline and insulin. Customer was released from the emergency room within 4 to 5 hours with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.